Manufacturer narrative:
The pump was returned to animas for eval. The battery compartment was found to be cracked. The battery cap was returned with the pump and the threads were found to be stripped. During eval the battery cap was unable to maintain electrical contact with the pump. A new battery cap was used for further investigation. The pump was able to power on properly. The pump was exercised for 24 hours with no power issues. A review of the pump history confirmed re-booting. The pump was opened and no damage was found to the power circuit. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The user guide instructs the pt to replace the battery cap every year however, there was no indication that the cap had been replaced.

Event description:
The patient reported that the pump has lost power multiple times causing his blood glucose levels to elevate above 500mg/dl. The patient noticed that the pump is cracked near the battery cap.